Event description:
It was reported that premature battery depletion was suspected involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The device had triggered end of life (eol). The device was explanted and will be returned. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.